Event description:
Related manufacturing reference number: 2017865-2022-40280. It was reported that the patient presented in clinic. Device interrogation revealed that the atrial and right ventricular lead were oversensing noise. The leads were explanted and replaced. The device was also replaced during the procedure. The patient was stable post procedure.